Manufacturer narrative:
The following other screws were also listed in this report: 6.5 cancellous bone screw 25mm. Cat# 2030-6525-1; lot mhlvam. Device manufacturer date: 08/04/2009 and 6.5 cancellous bone screw 25mm. Cat# 2030-6525-1; lot# mhl09m. Device manufacture date: 07/07/2009. At the present time it is unk which screw out of three listed was broken and it cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. This is the same pt/event as MFR# 9616680-2010-00071. An eval of the reported devices cannot be performed as the devices were not returned to the manufacturer at this time. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision of acetabulum. Explanted trident psl acet shell and three bone screws. One bone screw was broken. Replaced with trident hemispherical multi hole shell, bone screws, acetabular insert." Additional info provided on user facility report (B) (4): "a portion of the broken screw was removed and a portion was embedded in the bone and remains in place."